Event description:
It was reported that a whole drawer in the bd bactec¿ mgit¿ 960 system produced false positives. There was no indication of confirmatory testing, and results have not yet been reported to clinicians. There was also no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "the customer indicates that she has a technical problem with the bactec mgit drawer which detects all positive tubes. The machine pulls out positives in a whole drawer; there is no error message and the customer tells us that there would be a problem with the fluo that is not up to standard." "No results have yet been sent to doctors because application support is investigating the problem. The results did not affect any treatment."

Manufacturer narrative:
Investigation summary : this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer called in to report false positive results in the instrument after preventative maintenance (pm) was performed. During the pm the field service engineer (fse) performed cleaning of the optical system. The difference in measurement caused the instrument to flag the specimens as positive. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2016. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. The root cause is attributed to cleaning of the optics during preventative maintenance. This is an unconfirmed failure of a bd product.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a whole drawer in the bd bactec¿ mgit¿ 960 system produced false positives. There was no indication of confirmatory testing, and results have not yet been reported to clinicians. There was also no report of adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer indicates that she has a technical problem with the bactec mgit drawer which detects all positive tubes. The machine pulls out positives in a whole drawer; there is no error message and the customer tells us that there would be a problem with the fluo that is not up to standard" "no results have yet been sent to doctors because application support is investigating the problem. The results did not affect any treatment".